Manufacturer narrative:
A medical record review was performed on the patient's treatment data sheets and medical information provided. A large intra-peritoneal volume drained at drain 2. There was no adverse event associated with this reported large drain volume. The device is currently undergoing evaluation.

Event description:
Patient called tech support due to an "air detected in cassette" alarm during drain 2 of the ccpd treatment. Patient stated he did not see air line the lines. Treatment data obtained from the cycler: drain 0: 1662 ml. Fill 1: 2506 ml, drain 1: 2787 ml. Fill 2: 2503 ml, drain 2: 8016 ml then treatment was stopped. Patient denied having discomfort. Patient reports the heater bag still has solution but no information of volume remaining in the heater bag or supply bags. Patient's pd nurse reported the patient had no issues or problems as a result and did not require medical interventions.